Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) explained the alarm and had the home patient (hp) close clamps and then cycle the power to clear both system error 2240 and system error 2367. The tsr advised the hp to discard supplies and start over with new supplies. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.